Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
It was reported that for six months, the patient had obtained several low blood glucose levels. On (B)(6) 2011 at 10:43 am, the patient obtained the result of 27 mg/dl and she experienced the symptom of vomiting. The patient drank juice, and at 12:01 pm, her blood glucose level was 45 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed that six months prior, before the patient became pregnant, the pump was exposed to an MRI scan. The manufacturer warns users not to expose the pump to any x-rays, cat or MRI scans as these can damage the pump. It was also determined the basal total doses did not correctly match those programmed and the pump's time setting was incorrect. The patient's technique was incorrect by allowing the pump to be exposed to MRI scan. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.